Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to missing part of the image guide and corrosion observed on the electrical connector. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to display an image. The issue was found during service/maintenance. There were no reports of patient involvement.